Event description:
It was reported that boston scientific technical services (ts) was consulted regarding this implantable cardioverter defibrillator (ICD) systems integrity since the patient was about to undergo a scan imaging procedure. Upon review, it was noted that this right ventricular (rv) lead is exhibiting high out of range pace impedance measurements. No adverse patient effects were reported. At this time, this device system remains in service.